Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a subcutaneous implantable cardioverter defibrillator(s-ICD) implant procedure, telemetry was lost, and they could not re-interrogate. Technical services provided troubleshooting options however, no device was found. Due to the device being in a sterile field no magnet can be used. The field representative will call back if needed. At this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that during a subcutaneous implantable cardioverter defibrillator(s-ICD) implant procedure, telemetry was lost, and they could not re-interrogate. Technical services provided troubleshooting options however, no device was found. Due to the device being in a sterile field no magnet can be used. The field representative will call back if needed. At this time, the device remains in service. No adverse patient effects were reported.